Manufacturer narrative:
Concomitant products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a morphine 12.5 mg/ml at 1.953 m/day via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain. The patient reported unsteadiness and asked for a pump decrease on advice of a primary care provider. The pump dose was decrease 20% on (B)(6) 2015 to 1.561 mg/day. There was no change in the drug. The clinical diagnosis was listed as a possible drug side effects. The pump dose was decreased on (B)(6) 2016. At an examination, results included persistent problems with unsteadiness and slowed speech. Per the patient, a stroke was already ruled out by another provider. The patient had no increase in pain after the last pump decrease. At a catheter access port (cap) contrast study, the pump was checked under fluoroscopy. The catheter tip was in position at t11 and no evidence of leak at any point in symptoms on (B)(6) 2016. A MRI without contrast was performed of the t-spine to rule out catheter tip granuloma on (B)(6) 2016. The event was considered ongoing. The etiology was indicated as possibly related to the device or therapy, and not related to the implant procedure. The event was possibly related to the morphine sulfate.

Event description:
Additional information was reported by the healthcare professional (hcp) on (B)(6) 2016. Per the hcp the patient's symptoms were unchanged despite several dose decreases and were felt to be unrelated to the pump or pump medication.